Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station was not draining and was overflowing onto the top of the immage immunochemistry system. Customer reported that the overflowed fluid was confined to a small area around the wash stations. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the overflow issue with the customer via the telephone. Cts instructed the customer to place system into the diagnostics mode and disable all devices. Cts instructed the customer to home all devices while in diagnostics mode. Customer then reported that the instrument system gave a syringe motion error. Cts instructed the customer to exit the diagnostic mode and prime the instrument. Customer reported that the instrument ran without any issues after they primed the instrument. Root cause is unknown.

Manufacturer narrative:
(B)(4).